Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. There was dried body fluid found on the luer, sheath, distal end, and the irrigation tubing. Dried saline was found on the handle, sheath and distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atrial flutter, after ablating with the intellanav mifi open-irrigated ablation catheter for a while and during radiofrequency (rf) delivery, the rf was stopped because of a "temperature too high" error message. They checked the catheter tubing and saw that there was "blood in the tubing pile of the catheter, which means it was not anymore irrigated properly." The changed the catheter and the issue resolved. The procedure was completed successfully. It was reported that irrigation was never interrupted or stopped during the procedure. The device was returned for analysis and investigation found the luer and irrigation tubing were tore apart at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting.